Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped working for multiple hours occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be sensor noise. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a sensor that stopped working for multiple hours is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.